Event description:
Event description guidant received information that a lead safety switch was triggered on this ventricular lead. It was noted that the lead impedance measurements had increased from 1250 ohms, one year ago to greater than 2500 ohms. Additionally, the lead was unable to capture in the ventricle despite maximum pacing outputs. No adverse patient effects were observed.